Event description:
It was reported that information was received from a patient regarding an external device. The patient reported that the patient programmer would not connect to the implanted neurostimulator (ins) with the antenna attached, and they have to keep pushing. The patient added that the batteries don't stay tight in the battery compartment, and they always have to rub the batteries back and forth. Agent had the patient inspect the battery compartment and they noticed that one of the springs were higher than the other. During the call, the patient confirmed the patient programmer synchronized with the ins when they weren't using the antenna. The issue was not resolved. An email was sent to the repair department to replace the patient programmer and patient programmer antenna. The patient mentioned that they called patient services one other time because the patient programmer would only work for about a week before they had to replace the batteries, so they were told to use better batteries. There was a poor communication when using the antenna.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.